Event description:
The patient had been doing well for the 6 months since implant; he was stable and reasonably functional. Around (B)(6) 2015, he was diagnosed with lyme¿s disease. Approximately one week later, he reported the onset of pump pocket swelling after a long car ride. The patient denied trauma, fall, accident, fever, positional headache, or increased pain. His chronic headache was more intense, which was presumably related to lyme's disease. The patient was seen in the office (B)(6) 2015 for evaluation and the pocket had a significant effusion, but no inflammation or sign of infection. The physician drained 23 cc of clear fluid which was not infected and negative for beta 2 transferrin. The physician presumed a catheter disconnect had occurred and recommended a radiographic pump study. Unfortunately, the patient's insurance had changed and he had sought care from an alternative physician. It was later reported that cap (catheter access port) study was completed by another physician on (B)(6) 2015. The study determined that there was medication leaking behind the pump. The patient was being scheduled for a catheter revision. The interventions, outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported 30 to 60 ccs of fluid around the pump (as big as a grapefruit). Per the reporter they have taken fluid off from the pocket 5 times. On (B)(6) 2015 they did a dye study and the hcp believed the catheter was kinked. It was also reported that the patient had not gotten relief that was expected though the trial was successful. On (B)(6), the drug was taken out of the pump and saline put in the pump. Per the reporter they tried changing the combo of meds. Fentanyl, bupivacaine and hydromorphone were all tried in the pump. The reporter stated that those drugs were in the pump in april. The patient will be going to the hospital on monday (B)(6) for a revision.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information later received reported that the catheter revision was done (B)(6) 2015. The catheter was disconnected at the collet site. A new pump segment and collet were attached to the existing catheter and reconnected to the pump. Csf was pulled from the cap and per the reporter everything flowed nicely. No change in length. The healthcare provider left saline in the pump and the patient was to follow-up with their managing physician for pump refill for drug. The issue resolved and the patient was noted as ¿doing well¿.